Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported the support rod of the clamp broke. The surgeon used another clamp to complete the surgery. This caused a five minute delay. No additional patient consequences were reported.

Event description:
This report is being submitted to document the results of the device evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The lactosorb 14mm rapidflap clamp (part# 915-0020, lot# 743440) was returned in a red biohazard bag. The part was visually evaluated through the bag and was determined to be broken. Device history record (DHR) was reviewed and no discrepancies were found. The instructions for use (IFU) for this product states in the section titled warnings: improper selection, placement, positioning, or fixation of the implant can cause a subsequent undesirable result. The surgeon is to be familiar with the device, the method of application and the surgical procedure prior to performing surgery. The devices can break or be damaged due to excessive activity, load bearing upon insertion in vivo, or trauma. This could lead to failure of the device, which could require additional surgery and/or device removal. The IFU also provides instructions for successful usage of the device in the section titled instructions for use. Investigation results concluded that the reported event was due to the post experiencing excessive force. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the part fractured in the course of the operation. Attempts have been made and no further information has been provided.